Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest, arrythmia and all injuries associated therewith, and subsequently expired, which is alleged to have been caused by the patients exposure to the product administered during dialysis treatment.